Event description:
Following manufacturer recommended cleaning and sterilization procedures, an internal scope examination of multiple stryker shavers revealed human tissue debris within the body section of the devices.